Event description:
It was reported that during an unknown procedure, a small black pad referring to the tissue pad fell off from the jaw. The black pad was retrieved by forceps. Changed to a new device to complete the procedure. One device will be returned.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned with the black tissue pad detached not returned but with evidence of the tissue pad material in the groove section of the clamp arm the device was connected to a test handpiece and generator and an error code 5 was displayed. A probable cause of the device stop activating and display an error code 5 is blade damage. No conclusion could be reached as to why the black tissue pad was detached from the instrument. The device was then disassembled to inspect the condition of the internal components and it was noted that the retention pin had the insulation damaged. Damage to the pin coating could result in an audible alarm (tone with long pulses) will sound and a visual alarm indicator will appear on the control panel. The generator system will revert to standby mode, when the audible alarm (solid tone) and visual alarm indicator appear. The device blade and hand activations buttons were tested and no anomalies were noted with their functionality.